Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. 1. Investigation of the actual sample: 1.1 visual and magnifying inspections no fracture was found over the entire length. At the area from the distal end to approximately 29mm from the distal end, the outer layer had been flared toward the distal direction and the wire had been exposed. Section a), b) and c) were confirmed. At the area from the distal end to section a), the outer layer had been flared toward the distal direction and the surface had been roughened. The outer layer had been swollen at section b). The wire had been exposed at section c). At the area from the distal end to approximately 69mm from the distal end, the wire had been exposed and there was a fractured end of outer layer. No anomaly was found in other sections. 1.2 x-ray fluoroscopic inspection the distal end of glidewire advantage was confirmed. There was a wire at the distal end. The coil had been elongated (the coil pitch had been opened) at the distal end. *no missing part was found in the wire and coil of the actual sample. 1.3 confirmation of dimensions (outer diameter) normal section: 0.45mm from section a) to section b): 0.54mm from section b) to section c): 0.49mm outer diameter of the normal section met the factory's specifications. No anomaly was found. From the results of outer diameter measurements at each section, it was inferred that the involved sections were doubly, and partially triply flared. 1.4 confirmation of the missing length length of the wire: approximately 39.6mm length from section a) to section b): approximately 13.5mm length from section a) to section c): approximately 26.1mm the total value of flared sections was approximately 39.6mm, which matched the exposed length of wire. Therefore, it was inferred that the outer layer was not missing. 2. History investigation of the product with the involved product code/lot number: no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past. 3. Past simulation test: test method: abraded the outer layer of test sample (glidewire advantage). The catheter was inserted into the test sample and pull it into the catheter. The abraded section of test sample got caught in the catheter, but the catheter continued to be inserted. Test result: the outer layer was flared toward the distal direction. 4. Cause of occurrence/conclusion: based on the investigation result, as a possible cause of this case, following mechanism was inferred. However, since the details at the time of use were unknown, it was not possible to clarify exactly when this event occurred. [Flare of the outer layer] I. The outer layer of actual sample was abraded by some hard object. Ii. A catheter was then inserted and the abrasion got caught in the catheter. Iii. Furthermore, as the insertion operation continued, the outer layer flared toward the distal direction. IV. Operations "ii" and "iii" were repeated. [Roughness of the outer layer and elongation of the coil (opening of the coil pitch)] as a cause of these events, it was inferred that for some reason, the distal end got caught and pulling force was applied. However, the cause of occurrence could not be determined from the condition of actual sample. Relevant IFU reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewireadvantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewireadvantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: purchaser the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported the following intervention: percutaneous transluminal angioplasty (pta) crossover, during procedure, sheath was ready, trial to get to the lesion with gwa 18 and catheter. Catheter out, small balloon in to verify location. Wire also out. When the gwa was placed on sterile table the technician saw that gw looked ""somehow different"". Tip was missing. They replaced gwa with a new wire and finished the procedure. Part of the wire could have remained in the patient nothing broke off the wire. There was still the complete gw length of 180cm. However, the hydrophilic coating was scraped off on a length or about 4cm länge, or compressed. The procedure outcome was not reported. The patient was not harmed.